Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter ac*t diff analyzer was generating low complete blood count (cbc) results on initial runs compared to rerun results. Mean cell volume (mcv) and indices results were not affected. The customer provided results from two (2) patients that show the reported event; one (1) patient with instrument generated flags. Erroneous results were not reported out of the laboratory. Rerun results were reported since they were similar to patient history and considered correct. The results provided by the customer are shown in the attachment section of this report. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample collection information was not provided. Per the customer complaint record, the instrument is currently performing within qc specifications and controls were run before and after the event. The customer was advised by customer technical support (cts) to not use the instrument until serviced. A service call was generated for a bec field service engineer (fse) to visit customer site on (B)(4) 2011; however, the customer contacted the bec call center requesting to cancel the service call, stating that after bleaching (clean the baths procedure) the instrument, everything was operating accordingly. Root cause for the initial low cbc results is unknown; however, the reported issue was resolved after customer bleached the instrument. Per bec product labeling: "clean the baths" procedure - bleaching removes any clog or debris that restricts proper sample flow. Occasionally, you must do this procedure for troubleshooting. All counted parameters are consistently lower than normal. Mcv is normal: probable cause. Short sample. Poor bath drain. Diluted sample. Suggested action, leaks or plugs are in drain path, lv14 or lv15 has a problem, plugged check valve is near lv13, waste pump peristaltic pump tubing has a problem. Check that probe wipe is working and not dripping into sample.